Event description:
It was reported that an ilet screen turned off after training, and the device powered back on when placed on the charging pad, consistent with battery depletion and normal recovery upon charging. Symptoms included no reported changes in blood glucose. Outcomes included no clinical impact and no hospitalization. Investigation included user guidance to place the device on the charging pad and to sync with the app for engineering log review. Investigation of this case revealed that the device resumed function with charging, indicating depleted battery rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-dependent depletion of battery power with device performance restored by recharging.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.